Event description:
It was reported that the patient was observed to have high impedance. The patient generator was disabled. No known surgery has occurred to date. No additional relevant information has been received.